Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that a patient felt that the device was delivering lower than set peep (positive-end expiratory pressure). There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue.